Manufacturer narrative:
(B)(4). This lot was manufactured between july 25, 2013 ¿ july 26, 2013. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor reservoir burst. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Actual date of event is unknown, however, it is known that it occurred in (B)(6) 2014. Baxter received one used sample for evaluation. Visual inspection confirmed the ruptured bladder; the rupture face was jagged. The bladder was microscopically examined and markings on the exterior surface of the bladder were observed near the rupture line. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.